Manufacturer narrative:
Analysis was normal. No anomaly was found. (B)(4).

Event description:
It was reported that the lead could not be inserted into the catheter. Another lead was used. The patient's condition is fine after the event.